Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event code. Additionally, it was reported that the device had displayed "service" across the screen. This service message is indicative of a device lockup and the device could not be used. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer reported to physio-control that they have cleared the logged event codes and observed proper device operation through functional and performance testing. The device was then returned to service for use. The reported service message which is indicative of a device lockup was not duplicated again. The cause of this message could not be determined. The device has not been returned to physio-control for evaluation.